Event description:
It was reported that under infusion was observed in a large volume folfusor. The device was filled with 4.900mg fluorouracil. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. There are four other complaints and incidents related to lot 13g066, related to underinfusion. One used sample was received containing no fluid in the bladder. No defect was observed during visual inspection and functional flow rate test. The device was working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.